Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Additional information added to: b5 revised.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, it is unknown if there was patient harm.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. The issues were noted prior to patient use. Although requested, it is unknown if there was patient harm.